Manufacturer narrative:
This report is for one (1) unknown cable/wire/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an unknown procedure, it was found out that the cable was stuck in the cable tensioner. The cable was removed but remnants remained in the tensioner mechanism and were not removed. Procedure outcome was successful with minimal delay in obtaining a second set. Patient status was stable. This report is for one (1) unknown cable/wire. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
It is unknown if device was reprocessed and reused. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a 1.0mm cable with crimp 750mm-sterile.